Event description:
It was observed that during the device evaluation, the camera head exhibited error code e226 and e216, water tightness lost, and a gap between button and head unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the following factors led to the malfunctions: the plug unit was cracked, error code e226 was displayed, and water tightness was lost. Additionally, error code e216 was displayed due to corrosion on the cable unit. As for the gap between the button and the head unit, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.